Event description:
It was reported that the patient programmer was not working. It was noted that it had been a year since the patient checked her device and that she had a fresh battery. It was noted that the caller was not able to adjust stimulation. It was noted that the patient was only getting the 9 volt indicator to turn on regardless of which key she pressed over the implant. It was noted that the battery did not pass the self-test. It was noted that the caller reported no stimulation sensation. It was noted that the patient did not recall how long it had been since stimulation was last felt. It was noted that the patient had a loss of therapeutic effect. It was noted that there was a return of symptoms possibly one to two months ago. It was noted that the patient indicated that there was no known accident or incident related to this complaint. It was noted that the only medical procedure the patient had was a knee surgery last year. It was noted that the patient had seen a health care provider one year ago and was told she had three years left in the battery. It was later reported that the patient did not have concerns with their device or therapy. It was further noted that the patient had received assistance from their doctor or manufacturer representative and their concerns were not resolved. It was further noted that the patient was still having concerns regarding their device or therapy but they were working with their doctor and had an appointment 2013 (B)(6). Additional information from the healthcare provider stated the patient¿s implantable neurostimulator (ins) battery stopped working so they had it ¿renewed.¿

Manufacturer narrative:
Product ID 3031a lot# serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3093-28 lot# v010348, implanted: 2006 (B)(6); product type lead. (B)(4).